Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified anterior tibial artery (ata). A 2.0mmx30mmx143cm coyote nc (nc quantum apex) balloon catheter was advanced for dilatation. However, during the first inflation at nominal pressure for 40 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient complications reported and the patient was in good condition.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital device evaluated by MFR.: returned product consisted of a coyote nc balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole 7mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a pinhole in the balloon.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified anterior tibial artery (ata). A 2.0mmx30mmx143cm coyote nc (nc quantum apex) balloon catheter was advanced for dilatation. However, during the first inflation at nominal pressure for 40 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient complications reported and the patient was in good condition.